Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2013. Approximately 8 years and 8 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. The patient has suffered the following injuries and complications: daily pain and discomfort. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022 diagnosis: degenerative joint disease, left knee, status post total knee arthroplasty with large cyst and wear of poly. Kneecap was everted and marked fluid was expressed. At this point, extensive debridement was done. Cultures were obtained. Tissue was sent to pathology, which showed no acute inflammation. After appropriate releases, the poly was exposed and the old poly was removed. This cyst was excised circumferentially and a large fluid sac was removed. Again, cultures and tissue have been obtained. We began evaluating the joint, the poly showed wear on the patella. It was mild to moderate in nature. The femur and tibia were completely intact with no evidence of loosening. The patient was awakened and taken to recovery room in good condition. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.